Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hematoma developed after implant of the cardiac resynchronization therapy defibrillator (crt-d). The patient's anticoagulants were held, however the hematoma remained. The hematoma was later evacuated and the crt-d remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.